Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "leaking saline implant when filled during surgery".

Event description:
Company representative reported, on behalf of physician, ''leaking saline implant when filled during surgery" against an unknown side. The device was not implanted. It is unknown if a backup device was used.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device: observed opening anterior side assessed as surgical damage. Additional observations: ¿ observed creases on the device.

Event description:
Company representative reported, on behalf of physician, ''leaking saline implant when filled during surgery" against an unknown side. The device was not implanted. It is unknown if a backup device was used.